Manufacturer narrative:
The device history record (DHR) review was completed and revealed no findings that could have contributed to the reported condition of air in line alarms. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.